Event description:
To a heavily calcified cto lesion at proximal section of rca prowater guidewire was advanced with a unclarified catheter. After some trial to cross the lesion, the guidewire was felt stuck, difficult to remove. With removal with force, guidewire tip end was separated in the pt's anatomy. Separated portion was embedded in the artery by a stent.

Manufacturer narrative:
The guidewire was separated at approx 45 mm from tip end. Sem observation revealed trace of torsional force at the breakage site of the core wire. Lot history review revealed no anomaly relating to this event, no other incident report was received for this lot. It is inferred that the guidewire distal end was trapped by the heavily calcified cto lesion during the attempt to cross the lesion, where guidewire, rotational manipulation was excessively applied, resulting the breakage of the guidewire due to the force accumulated and exceeded the product's design limit. Warning section of IFU describes; "if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel." When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degrees) in the same direction" and "separation or breakage of guidewire" as one of possible complications and adverse events.